Event description:
It was reported during the procedure when the subject stent was deployed at the treatment site, the tip opened but the middle would not. The physician repeatedly pushed and pulled to increase and release tension, but the stent would not open not open. The entire stent was retracted into the microcatheter and the physician found that the stent and delivery wire had separated causing the stent to deploy inside the microcatheter. The stent and catheter were removed from the patient. Subject stent was replaced and the procedure was completed successfully with no clinical consequences to the patient